Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit is not drilling properly and not functional. Therefore, the reported condition was confirmed. It was further noted that the device had an unknown substance inside of the unit, internal components were corroded, grease and worn. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an intramedullary femoral nailing procedure, it was observed that the radiolucent drive device was losing torque when under load (during drilling). It was further reported that the spring loaded collar was no longer springy. It was not reported if there was a delay to the surgical procedure and a spare device was available for use to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.